Manufacturer narrative:
(B)(4) date sent: 11/19/2021 additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes, the event states that the white foot on jaw of handpiece melted and fell off during use.

Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the "white footing on jaw of handpiece melted and fell off during use." There were no patient consequences reported.